Event description:
Analysis was completed on the explanted generator and lead. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead confirmed a discontinuity of quadfilar coil in the body region of the returned lead portions and also observed abraded openings with fluid leaks of both the outer and inner silicon tubing near the break area, with associated pitting, indicating that stimulation had been present for some time with the discontinuity. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
It was reported that prior to the patient's prophylactic vns generator replacement surgery, high impedance was seen on both normal and system diagnostics, with no low battery status indicator seen. An x-ray was taken which showed a potential lead fracture in the neck just above the first tie-down which is thought to have caused the high impedance. Thus, a full generator and lead replacement occurred which resolved the high impedance. The explanted generator and lead have been received by the manufacturer for analysis. However, analysis has not been completed to date.